Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during for a generator change due to elective replacement indicator (eri), the physician was unable to unscrew the set screw and remove the atrial lead from the pacemaker. The physician indicated that the set screw seemed to be stripped. Since the patient was in atrial fibrillation and device was mostly in automatic mode switch, the physician made the decision to cut the atrial lead and cap it on the same procedure on (B)(6) 2019. The physician used the chronic ventricular lead and implanted a single chamber vvi pacemaker. The patient was stable before, during and after the pacemaker exchange.

Manufacturer narrative:
The reported field event of stripped setscrew was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. User error caused the set screw to be unable to be removed.